Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the investigation was completed using the returned battery cap with no power issues found. The battery compartment was observed to be cracked at the top and down toward the rubber bumper. Unrelated to the initial complaint, the display was observed to be faded, dim and the letters had a reddish tint.